Manufacturer narrative:
(B)(4). The device was manufactured in april of 2014. Evaluation: the device was returned to baxter and the evaluation is complete. A review of the event log was performed with the reported problem being identified. An external and internal inspection was performed. Rite functional and electrical testing was performed. A simulated therapy was performed with no issues noted. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem was identified during the evaluation and the cause was determined to be a false empty detected and the initial drain alarm was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) felt very full and uncomfortable during dwell one of six of peritoneal dialysis therapy on the home choice. The hp stated they performed a manual fill with 2000ml of solution prior to connecting to the home choice. The hp¿s largest prescribed fill volume was 1700ml. The baxter technical service representative (tsr) had the hp perform a manual drain and the hp drained 2833ml, which relieved symptoms. The tsr advised the hp to end therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.